Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 will not unlock or lock. A field service engineer (fse) found the problem was caused by the drawer solenoid cable being unplugged. The fse resolved the issue by reseating the solenoid cable to the circuit board and tightened the barcode scanner arm. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 had failed to unlock and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.